Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she awoke with a low blood glucose of 43 mg/dl and had been periodically experiencing low blood glucose for about a week. At the time of reporting, her blood glucose was 310 mg/dl. Troubleshooting was performed. The drive support cap on her insulin pump appeared normal. Programming and history were correct. The reservoir was showing the same amount of insulin as was shown on the insulin pump status screen. The customer mentioned that she was in a car accident in (B)(6) 2014 and her spine has had trouble healing. The customer did not mention if the accident was related to a diabetic event. The customer's insulin pump was exposed to a magnetic resonance imaging machine two weeks prior to the time of reporting. A displacement test was performed with the insulin pump and the test was passed. The insulin pump was working as designed and the customer was advised to speak to her healthcare provider regarding her blood glucose. Nothing further was reported.